Event description:
Patient reported the gradual return of symptoms in the past few weeks of (B)(6) 2016 like urinary leaking and frequency. Patient reported the last night of (B)(6) 2016, they were up every hour going to the bathroom. Patient tried to increase stimulation on program 3 on (B)(6) 2016 but was seeing "upper limit reached" icon. Patient was suggested by doctor to change to program 3 but was seeing "upper limit reached". Patient tried to program 4 and they were able to increase stimulation. It was suggested to have programming checked on 3 by doctor. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.